Manufacturer narrative:
Clarification to suspect product: lot number 963/2. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1ml of juvéderm® ultra xc into the lips. The top lip injection was completed without issues. When injecting 0.4mls in the bottom lips, they noticed the bottom left side became slightly paler with a sluggish capillary refill.the swelling became quite noticable on the side after some time. Area was massaged gently and cap refill continued to become more sluggish. Another hcp was consulted and agreed "it might be an occlusion." The patient began sobbing and was upset and the hcp prepared the hylase. First vial of hylase was injected across whole bottom lip. Area was massaged vigorously for 5 minuted before applying led (15 minutes total). Some color returned. Cap refill was assessed again which was approximately 5 seconds with mottling noted. Another 1500iu of hyalase were used in the left lower quadrant where sluggishness remains. Another 15 minute led session occurred. After some time, it was noted the color was much improved, however the left quadrant was still slightly sluggish (about 3-4 minute second cap refill) but very swollen and bruised. In a follow up visit, 0.2mls of hylase were used in the mental crease and lateral left lip border. Patient also had broken blisters across the bottom lip which needed antibiotics.